Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be detached from the luer, and the strain relief/luer was not returned. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configuration successfully. Subsequently, a flushing test was not possible because the strain relief/luer were separated. Microscopic analysis of the catheter was performed, and with the help of an ultraviolet (uv) light, separation between the strain relief/luer could be seen. H6: evaluation method codes- updated. Device evaluation (h11)- corrected. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
Reportable based on returned device analysis completed on 13 january 2026. It was reported that during preparation for a pulse field ablation procedure, a farawave catheter was selected for use. During preparation for use, backflow was attempted, however, no flow was noted and it was possibly due to a kink in the flush port. The catheter was replaced and the procedure was completed successfully without patient complications. The catheter was returned for analysis. However, analysis of the returned device revealed that the strain relief was detached from the luer of the catheter.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be detached from the luer, and the strain relief/luer was not returned. A guidewire was inserted into the catheter, and the catheter was deployed to basket configuration successfully. Subsequently, a flushing test was not possible because the strain relief/luer were separated. Microscopic analysis of the catheter was performed, and with the help of an ultraviolet (uv) light, separation between the strain relief/luer could be seen. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
Reportable based on returned device analysis completed on 13 january 2026. It was reported that during preparation for a pulse field ablation procedure, a farawave catheter was selected for use. During preparation for use, backflow was attempted, however, no flow was noted and it was possibly due to a kink in the flush port. The catheter was replaced and the procedure was completed successfully without patient complications. The catheter was returned for analysis. However, analysis of the returned device revealed that the strain relief was detached from the luer of the catheter.